Manufacturer narrative:
The remote service engineer (rse) spoke to the customer biomed who confirmed the device was not producing sound. After speaking with the biomed, the rse determined that the mainboard would need to be replaced. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone #(B)(6). Reporter phone # (B)(6).

Event description:
It was reported that when the device is powering on, the power-on tone is not heard and there are no other sounds emitted. The device was in use on a patient at the time of the event. There was no adverse event reported.